Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's general practitioners office reported the pt wants her ipg replaced due to the "system not working correctly'. Additional information reported revealed the pt will consult with her surgeon to replace the ipg due to the ipg being inoperable.